Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the device was not positioned at a 45-degree angle when deploying the needles. It should be noted that the preclose prostyle instructions for use states: do not deploy the perclose prostyle device at an angle greater than 45 degrees, as this may cause a cuff miss. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide relative to a percutaneous coronary intervention procedure, using an 8fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred as the angle of the prostyle device was not maintained at a 45 degree angle. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.